Event description:
Customer experiencing discrepant patient ise results since 2007. Only five patient samples were provided as examples, which occurred about 3 days later. Patient 1, female, initial sodium gave 121 meq/l, repeated twice gave 139 & 141 meq/l respectively. Patient 2, male, initial sodium gave 121 meq/l, repeated twice gave 139 meq/l each time. Patient 3, female, initial sodium gave 122 meq/l, repeated three times gave 138, 138 & 139 respectively. Patient 4, female, initial sodium gave 131 meq/l; repeat gave 140 meq/l. Patient 5, male, initial sodium gave 123 meq/l; repeat gave 144 meq/l. Initial potassium gave 4.2 meq/l; repeat gave 4.9 meq/l. Erroneous results were not reported. The field service representative determined the cause to be a problem with the sample probe. Corrective maintenance was performed.